Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was primed and connected to a sample bd secondary set to determine if there were any issues during a simulated infusion. The simulated infusion was conducted at a rate of 125 ml/hr. There were no issues of leakage, air-in-line, occlusion or backflow during the test. The customer complaint of backflow / component damage - leak was not confirmed. The root cause for the reported failure was not determined because the failure was not replicated during testing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had backflow the following information was received by the initial reporter with the following verbatim. Pt required elevated doses of levo, on recheck I noted that blood was backing up into her levo IV tubing despite the pump continuing to run without alarming. There was also some fluid on the ground and when I disconnected the tubing from the patient some fluid drained out onto the floor. I did not see a hole in the tubing, but I assume that there may have been a small hole somewhere.